Event description:
Boston scientific received information that the header of this pacemaker was found to be loose during an elective explant procedure for elective replacement indicator (eri) status. The patient did report receiving blunt trauma to the device while trying to move furniture a while back. The only clinical observation noted was noise and low impedances on the right atrial (ra) lead. The noise did result in some atrial tachy response (atr) episodes but no asystole or serious injury was reported. The ra lead was capped and replaced during this procedure as well. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.